Event description:
The female pt rec'd two 3.0 x 13 mm cypher stents and one 3.0 x 18 mm cypher stent to treat lesions in the distal circumflex and the proximal lad in 2003. The pt was hospitalized in 2008 with an mi. Evidence of st-elevation and positive troponin (1.7 ng/ml). Ck value: 677 iu/l, ck-mb: 107 iu/l. The diagnostic is: lateral mi. Only conservative treatment. No evidence of ischemia on the stress test. Blood pressure: 192/82 mmhg, beat: 112 bpm. Pt discharged in good conditions on five days later.

Manufacturer narrative:
This device is one of two prods associated with this event. Please refer to MFR report# 9616099-2008-02517. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.